Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ovarian cyst ruptured ("rupture of an ovarian cyst") and anaemia ("anemia") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced anaemia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criteria hospitalization and intervention required) with abdominal pain and vaginal haemorrhage, hypersensitivity ("allergic reaction"), swelling ("swelling"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormally long and excessive menstrual bleeding;"), abdominal pain lower ("even when not menstruating; severe, painful cramping/lower abdominal pain"), alopecia ("even when not menstruating hair loss") and dental caries ("even when not menstruating tooth decay"). The patient was treated with surgery (performed a bilateral salpingectomy) and surgery. At the time of the report, the pelvic pain, ovarian cyst ruptured, anaemia, hypersensitivity, swelling, dysmenorrhoea, menorrhagia, abdominal pain lower, alopecia and dental caries had not resolved. The reporter considered abdominal pain lower, alopecia, anaemia, dental caries, dysmenorrhoea, hypersensitivity, menorrhagia, ovarian cyst ruptured, pelvic pain and swelling to be related to essure. The reporter commented: on unspecified date, patient had a painful and invasive surgery, during which both of her fallopian tubes were removed. In (B)(6) 2013 plaintiff was diagnosed with anemia , lost so much blood that she has required a blood transfusion. Diagnostic results: on unspecified date, patient had performed ultrasound,the results of which revealed the rupture of an ovarian cyst. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), ovarian cyst ruptured ("rupture of an ovarian cyst"), genital haemorrhage ("abnormal bleeding (general)") and anaemia ("anemia") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced rash ("rashes"). In (B)(6) 2011, the patient experienced urticaria ("hives"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced anaemia (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced alopecia ("even when not menstruating hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criteria hospitalization and intervention required) with abdominal pain and vaginal haemorrhage, hypersensitivity ("allergic reaction"), swelling ("swelling"), menorrhagia ("abnormally long and excessive menstrual bleeding;"), abdominal pain lower ("even when not menstruating; severe, painful cramping/lower abdominal pain") and dental caries ("even when not menstruating tooth decay/dental problems"). The patient was treated with ibuprofen, ondansetron (zofran), diphenhydramine hydrochloride (benadryl), surgery (performed a bilateral salpingectomy), surgery and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, ovarian cyst ruptured, anaemia, hypersensitivity, swelling, dysmenorrhoea, menorrhagia, abdominal pain lower, alopecia and dental caries had not resolved and the genital haemorrhage, urticaria, rash, migraine, headache, nausea and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, dental caries, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, ovarian cyst ruptured, pelvic pain, rash, swelling and urticaria to be related to essure. The reporter commented: on unspecified date, patient had a painful and invasive surgery, during which both of her fallopian tubes were removed. In (B)(6) 2013 plaintiff was diagnosed with anemia , lost so much blood that she has required a blood transfusion. Essure worsened a previously existing injury/condition. Diagnostic results: on unspecified date, patient had performed ultrasound,the results of which revealed the rupture of an ovarian cyst. On (B)(6) 2011, computerised tomogram abdomen showed the metallic devices near the fallopian tubes have been removed. The fallopian tubes not visualized well most recent follow-up information incorporated above includes: on 12-oct-2018: plaintiff fact sheet received - event device monitoring procedure not performed added. Treatment drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), ovarian cyst ruptured ("rupture of an ovarian cyst"), genital haemorrhage ("abnormal bleeding (general)") and anaemia ("anemia") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"). In march 2011, the patient experienced urticaria ("hives"), rash ("rashes") and nausea ("nausea"). In january 2013, the patient experienced anaemia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criteria hospitalization and intervention required) with abdominal pain and vaginal haemorrhage, hypersensitivity ("allergic reaction"), swelling ("swelling"), menorrhagia ("abnormally long and excessive menstrual bleeding;"), abdominal pain lower ("even when not menstruating; severe, painful cramping/lower abdominal pain"), alopecia ("even when not menstruating hair loss"), dental caries ("even when not menstruating tooth decay/dental problems"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with ibuprofen, ondansetron (zofran), surgery (performed a bilateral salpingectomy), surgery and surgery (bilateral salpingectomy). Essure was removed on (b)6) 2011. At the time of the report, the pelvic pain, ovarian cyst ruptured, anaemia, hypersensitivity, swelling, dysmenorrhoea, menorrhagia, abdominal pain lower, alopecia and dental caries had not resolved and the genital haemorrhage, urticaria, rash, migraine, headache, nausea and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, dental caries, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, ovarian cyst ruptured, pelvic pain, rash, swelling and urticaria to be related to essure. The reporter commented: on unspecified date, patient had a painful and invasive surgery, during which both of her fallopian tubes were removed. In jan 2013 plaintiff was diagnosed with anemia , lost so much blood that she has required a blood transfusion. Essure worsened a previously existing injury/condition diagnostic results: on unspecifide date, patient had performed ultrasound,the results of which revealed the rupture of an ovarian cyst. On (B)(6) 2011, computerised tomogram abdomen showed the metallic devices near the fallopian tubes have been removed. The fallopian tubes not visualized well most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporter added. Medically confirmed case. Patient's demographic information added. Essure insertion date was updated. Essure removal date was added. Per pfs, events abnormal bleeding (general), hives and rashes, migraines, headaches, nausea, nickel allergy added on (B)(6) 2018: medical records received incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.